Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for new device implant. During procedure, hole in the insulation was noted on the left ventricular lead prior to stylet and guidewire insertion. The lead was not used. A new lead was implanted successfully.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.